Manufacturer narrative:
Investigation summary: 2 samples were received and tested by our quality team with the customer's complaint of leakage. The sets were primed and infused with saline solution and the leak at filter that customer complained of was immediately apparent and verified. The sets were then tested after they had dried and the leak did not occur. The root cause of this issue is unknown but this type of leak can be cause by medication compromising the filter coating after extended periods of time that exceed recommended use time. The production history was analyzed and there were no issues found during quality inspections that would lead to this issue.

Event description:
Samples.

Event description:
It was reported that bd maxzero extension set was leaking. The following information was received by the initial reporter with the following verbatim it was reported by customer that epinephrine line (and other lines touching it) was slightly wet.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.